Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported needle to cuff miss was confirmed. The reported needle to cuff miss and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimate the exact date was not recalled. The event reportedly occurred last month. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with additional all relevant information

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Although the name of the physician was provided, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.